Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received two inappropriate shocks and was subsequently hospitalized. The lead was interrogated and revealed noise and oversensing for an unknown duration. The noise was able to be reproduced with isometric testing. A revision procedure was performed and the lead was successfully replaced. The right ventricular (rv) lead was surgically abandoned and will not be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular (rv) lead was surgically abandoned and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.